Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported to have issues with alaris pumps and time-sensitive chemotherapy infusions having medication remaining in the bag even though the infusion time had completed. This was discovered from the msos (medication safety officers society) online forum website. They reported having met with bd representatives, and have received general tips on pump height level etc. To improve the accuracy of the infusions, but this has not mitigated the problem. They have also reported this concern to the FDA.